Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix e/x (device #1) may have caused or contributed to the reported event. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol composix e/x (device #1). An additional emdr was submitted to represent the bard/davol composix e/x (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2004: the patient underwent surgery for repair of to incisional hernias. Two composix e/x (device #1) and (device #2) were implanted to repair the hernia defect. Attorney alleges the composix e/x (device #1) and (device #2) was defective at the time of implant. On (B)(6) 2006: the patient underwent an additional surgery to repair the recurrent incisional hernia. On (B)(6) 2017: the patient underwent further surgery to remove the infected mesh. Attorney alleges the patient was severely and permanently injured. Attorney alleges the patient will continue to suffer physical pain and mental anguish. On (B)(6) 2018: the patient was first informed that the presence of the composix e/x (device #1) and (device #2) in her body could be the cause of her injuries.